Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms and noise being oversensed but did not lead to pacing inhibition. Subsequently, the patient received inappropriate shocks with no therapy exhaustion. Additional information received that lead fracture was noted to be the cause and was confirmed through fluoroscopy and lead testing. The rv lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.